Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen is malfunctioning. The customer has attempted to calibrate then recalibrate with no change. There were no reports of harm nor impact to the customer.